Event description:
A hospital in another country, reported to our distributor that the inspiratory side of the rt206 adult single-use breathing circuit was not heating. The user changed the breathing circuit, and the problems did not recur. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The resistance of the heater wire on the inspiratory limb on the actual device was measured. Results: the heater wire found to be an open circuit. Conclusion: this is a known issue our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0018%.